Event description:
It was reported that they were hospitalized and they had to visit emergency room due hyperglycemia on (B)(6) 2019. Customer's blood glucose level was unknown at the time of hospitalization. The customer had symptoms of unwell, vomiting, difficulty breathing as a result of high blood glucose. Customer was treated with intravenous insulin drip at the hospital. Customer's current blood glucose level was 5.6mmol/l. The customer did not alleged that pump was over delivering insulin. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of the event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.